Event description:
Customer reported issues with her pump, including stopping insulin delivery and rapid battery drainage requiring frequent charging. Despite the pump issues, there was no adverse impact to her blood glucose level reported. Customer declined troubleshooting from cts and is in the process of obtaining a new pump through insurance.